Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Updated device problem code to include failure to power up and description to include the device will not power up with a new battery installed.

Event description:
It has been reported that the device is failing self-test and will not power up with a new battery.